Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013259440; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: 0013090422; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, after the non-medtronic guidewire was inserted, the electrocardiogram showed a complete heart block (chb) pattern. Following a pre-implant balloon aortic valvuloplasty with an 18 mm balloon, the patient's intrinsic rhythm appeared and disappeared intermittently, so temporary pacing at 80 beats per minute (bpm) was initiated. The valve was successfully implanted at a depth of 3 mm on both the non-coronary and left coronary cusp with backup pacing, and the intrinsic rhythm was later confirmed; however, the patient's heart rate at the procedure end was approximately 45 bpm, indicating bradycardia. Mild paravalvular leak was also reported following implant. The intrinsic rhythm was observed, but the patient left the room with temporary pacing still in place. After the procedure, chb occurred and pacing was required. Subsequently, a permanent pacemaker was implanted three days after the valve implant.